Manufacturer narrative:
Following the procedure, it was noted that the site was going to correct their magnetic resonance imaging (MRI) protocol. On 08/20/2015 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 09/03/2015 software investigation completed. Findings are that the exam was not to protocol. Software is functioning as designed.

Event description:
A medtronic representative reported that, while in a cranial biopsy procedure, and the magnetic resonance imaging (mr) for the patient was not to protocol. Mr scan only had 25 slices. In trouble-shooting, the site attempted to use the computed tomography (CT) for the patient, however, the surgeon was unable to visualize the tumor. Navigation was accurate. Exam was not to protocol. The surgeon opted to abandon the biopsy procedure and continued with the shunt placement to completion. There was no impact on patient outcome reported.